Event description:
Caller alleged discrepant correlation results when comparing two inratio2 meters with the lab. Results as follows: date: (B)(6) 2012, inratio2: 4.5 (sn: (B)(4)), lab: 4.5; date: (B)(6) 2012, inratio2: 6.7 (sn: (B)(4)). Total time between tests was less than 1 hour. Patient's therapeutic range is 2.0-3.0. Please see manufacturer report 2027969-2012-01562 for other meter.

Manufacturer narrative:
Investigation pending.